Event description:
Per provider, handle will not lock in place. In speaking with the reporter no harm or injury has occurred. A part was sent in order to correct the issue. Any further information will be provided in a follow up report.